Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. Visual inspection observed that the device has wire kinked in the middle and near to the distal section, also it has the distal tip unraveled and the distal end section broken. The distal tip was returned. The overall length and the outer diameter of the distal tip couldn't be measured due to the unraveled and broken distal tip. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on the device analysis completed on 14apr2016. It was reported that difficulty removing from the hoop and distal tip kink occurred. A 330cm rotawire was selected for use. During the preparation, severe resistance was observed when the device was removed from the hoop. The device was then forcibly pulled out and the distal tip became kinked. The procedure was completed with another of the same device. No patient complication were reported and the patient's condition was good. However, device analysis of the guidewire revealed that the distal end section was broken.